Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had no power. As per part investigation, it was that determined that the damage found on the cable, pyxibus, 7 drawer, which showed exposed copper strands that led to thermal damage and ultimately compromised the drawer's functionality there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for s/n: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. A review of the device history record (DHR) for s/n: (B)(6), covering the manufacturing period beginning on 10-sep-2007, was conducted. The review confirmed that no manufacturing nonconformance's or production related failures were identified that correlate with the customer- reported issue. The reported condition of "pyxis had no power" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order#: (B)(4), the fse reported that after diagnosing, the station did not switch on. Every drawer was tested individually and found to be operating correctly. Copper was seen in the pyxibus cables. The station booted up normally when the pyxibus cable was replaced. The report was closed. During dchu visual inspection: p/n: 104589-08: was received with a cut along the cable. P/n: 104589-03: was received with exposed copper strands with burn marks. During dchu testing: p/n: 104589-08: the test from dchu was not necessary due to signs of physical damage in the cable. P/n 104589-03: the testing from dchu was not necessary due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).